Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with black tissue pad detached, the white tissue pad melted and the handle and knob of the instrument is burned. The device was connected to a test handpiece and generator and the device did activate during functional testing. The device was disassembled and found the spring area rusted and a mark of use in the yoke area. Based on the condition of the white tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. No conclusion could be reached on how the black tissue pad was missing; it is possible that the device was re-used and re-processed.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the tissue pad fell off. The fallen piece was retrieved by forceps. Changed to another one to complete the procedure. One device will be returning.